Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. A manufacturer representative went to the site to test the navigation system. The system was performing as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the emitter was unresponsive and the site was unable to track their instruments. Troubleshooting steps were performed. The emitter interface showed no faults on status or power page, as a model was used to check it and it passed. It was noted that navigation was aborted. There was less than an hour delay to the procedure and no impact to patient outcome.

Event description:
Additional information was received. The surgeon did not believe there was an issue with the emitter, but rather that one of the 70 degree curved suctions was bent.

Manufacturer narrative:
H2: additional information was received. B5 has been updated. H6/additional codes have been updated. H2/d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733450, lot #: 17090733 h2/h3/h6: the system was serviced in the field and it was confirmed that the suction was bent. When in a metal-free environment, the distance- to-divot value was consistently 2.5 mm or higher. All other instruments were found to be within normal specifications. The site was provided a quote for replacement. Codes b01, c07 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the most likely cause was positioning of the emitter and patient or metal interference in the field.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.